Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain, nausea, vomiting, and cloudy effluent. The patient was not hospitalized for the event. On the same day as onset, the patient began treatment for the peritonitis with vancomycin (intraperitoneally (ip), dose and frequency not reported). On an unknown date the patient began treatment for the peritonitis with cefazolin (ip, dose and frequency not reported). On an unreported date in the same month as onset, treatment with vancomycin was discontinued. At the time of this report, treatment with cefazolin was ongoing. On an unknown date in the same month as onset, a couple of days after the antibiotics were started, the patient was recovered from the events of abdominal pain, nausea, vomiting, and cloudy effluent. On an unreported date, the patient was retrained in proper aseptic technique. At the time of this report, the peritonitis was resolving, the patient was recovering from the event, and dianeal/extraneal therapies were ongoing. No additional information is available.